Event description:
Customer received error code 6 on all strips when first received meter. Customer called in complaint and was sent strips. Meter is still producing error 6 code on all new strips. New meter has been sent out.